Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient¿s stoma area was quite red and it was indicated that a doctor should evaluate the stoma. On 04 may 2021 it was reported that last week there was a review by a doctor who prescribed an unknown antibiotic for the stoma. The patient was treated for 5 days ((B)(6) 2021 to (B)(6) 2021). On (B)(6) 2021 it was reported that the patient continues with the area of the stoma being quite red and patient has not yet recovered. The patient has had discharge from her stoma for a week, since about (B)(6) 2021. The patient was admitted to the hospital on (B)(6) 2021 for a knee replacement operation, during which patient received unknown treatment for the stoma, but symptoms continue. Patient was discharged from the hospital on (B)(6) 2021.